Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg site name-(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber opened for use in a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, it was noted that the fiber body was kinked upon taking it out from the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 105.5 cm from the top of the connector to the break. The second piece measured approximately 211 cm from the break including the entire glass tip. There was no damage to the fiber face within the sma connector. The condition of the returned device confirms the reported event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber opened for use in a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, it was noted that the fiber body was kinked upon taking it out from the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.